Event description:
During an endoscopic biopsy procedure, the physician used cook endoscopy captura serrated forceps with spike. The completed marketing evaluation questionnaire indicated the user is not satisfied with tissue acquisition and overall performance of the device. The add'l comment section clarified that the forceps pull and tear the tissue while sampling. No harm to the pt occurred. A section of the device did not remain inside the pt's body. The pt did not require any add'l medical procedures due to this occurrence. The pt did not experience any adverse effects (other than the reported trauma of the tearing at the biopsy site) due to this occurrence. The reported tearing of the tissue did not require medical intervention.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura, serrated forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. The appropriate personnel have been informed of this occurrence in an effort to heighten awareness. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.